Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: also, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement with an eri date (B)(6) 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2011; 4195, implantable pacing lead, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).